Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer is also having problems with "no delivery" alarms. Troubleshooting was performed and pump appeared to be functioning properly.